Event description:
Customer reported the unit shut down during operation. Customer checked the codes and determined that an error message of data acquisition (da) pcba adc failed code occurred. The unit was in clinical use at the time the reported issue was discovered and there was no harm to the patient or the user.

Manufacturer narrative:
Through follow-up, customer stated that no additional patient details are available.